Event description:
The pt reportedly experienced overly loud sensations. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. Testing of the device showed that it is functioning. Surgery to explant the pt's device will be scheduled.